Event description:
Arjo was informed by device distributor about event on arjo easytrack 2-post installation system and non-arjo ceiling lift. During transfer from bed to chair, the easytrack came away from the ceiling and fell down. The resident was caught in the strapping of the lift and had to be cut free, but did not sustain any injury. The caregiver was struck on the head by the installation, sustaining minor head wound. After transfer to hospital, stitches were applied.